Manufacturer narrative:
Device not returned to manufacturer.

Event description:
"Physician reported that a lotus patient needed to go for surgery for vascular access compilations. The lotus sheath was placed in the groin, procedure was completed using a 25mm lotus valve. It was determined after the case that the patient had an iliac tear which required surgery to repair. Patient went to surgery immediately and is doing fine."

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 292764 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. Two further complaints (lot-pc16-006 / lot-pc16-007) has been opened specific to lot 292764. Both of these complaints relates to the same event and both were opened at the same time. The event for these complaints also detail vessel dissection the event description describes a 'difficult case', heavily calcified valve with tortuosity at abdominal aorta'. No significant trend identified at this time. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is, 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the fmeas and based on this complaint investigation, no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
"Physician reported that a lotus patient needed to go for surgery for vascular access compilations. The lotus sheath was placed in the groin, procedure was completed using a 25mm lotus valve. It was determined after the case that the patient had an iliac tear which required surgery to repair. Patient went to surgery immediately and is doing fine."